Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a 2 mesenteric windows were made immediately proximal and distal, and the bowel was divided with an open stapler purple reload. Mesentery was taken with a sealing device and then fashioned into a side-to-side functional end-to-end anastomosis with another firing of the open stapler purple reload. The common enterotomy was closed with another stapler. The anastomosis was palpated and patent. Then, ran the bowel again, and there was no injury noted again. However, when it reached the small bowel anastomosis, there was small bubbles of air coming from it, and therefore it was resected. It was then performed with another open stapler and a side-to-side functional end-to-end fashion. This time the common enterotomy was closed with another firing of the 80mm open stapler and was very closely inspected, and this time it was leaking from two separate areas of the staple line from the enterotomy closure. The proximal bowel was fairly distended, but still expect the staple line to hold. It was considered redoing the anastomosis again and hand sewing, but it was decided against it. The patient had been under anesthesia for almost 9 hours and elected to leave discontinuity and plans to take the patient to the intensive cate unit (ICU), and resuscitate the patient, decompress the bowel, and return to complete the anastomosis another day.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.